Manufacturer narrative:
The initial reporting stated the product would be returned; however, correspondence was conducted with the reporting territory requesting product return, and the instrument was not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The lot number was not provided to determine if the sample was manufactured before or after the changes. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance sep 419. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Depuy stem inserter tip broke upon impact during insertion of corail stem. Rep noticed tip missing when surgeon passed inserter to scrub tech and notified the surgeon and staff a piece of inserter had broken off. C-arm was used to try and see if it was in patient and could not be identified to be in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.